Event description:
The hosp reported that during a diagnostic colonoscopy, they experienced a total loss of image. The procedure was completed with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's claim of image loss. There was evidence of fluid invasion and corrosion in the electrical connector, which appears to have damaged the charge coupler device unit. The image difficulty was isolated to damaged charge coupler device unit, however, the source of the fluid invasion was likely due to user handling or reprocessing, as the device passed leak testing. This report is being submitted as an MDR in an abundance of caution.